Event description:
The intellicuff device won¿t hold pressure due to a leak. The serial number of the intellicuff device isn¿t provided to hamilton medical ag. There is no patient involvement reported. A low cuff pressure could lead to inadequate ventilation what makes this event reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: the event occurred without patient¿s involvement. Hamilton medical ag was informed that the integrated intellicuff (into hamilton-c6) was replaced, and the device was put again in service. No further information was given.